Event description:
It was reported that during an unrelated procedure, the previously capped right ventricular lead exhibited an insulation anomaly. The lead was explanted.

Manufacturer narrative:
Final analysis found outer insulation damage due to rib clavicle crush at 18.4cm to the cut end from the connector pin.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.